Event description:
The reporter stated that the surgeon was inserting a competitor's lens using an indigo-p injector and the lens tore. Patient injury is unk. Further information has been requested, but none has been forthcoming. If more information is received a supplemental manufacturer's report will be sent.